Event description:
A 3788_mop_zimmer; on (B)(6) 2010, pt received a left total hip replacement involving a zimmer trabecular metal stem size 12 standard offset neck with a 36mm +0 cobalt chrome head, size 52 continuum cup with a 36mm inside diameter longevity liner. In (B)(6) of 2012, pt's right hip was also replaced, and this procedure left the pt with about a 3/4 inch leg-length discrepancy with the right leg being longer. In (B)(6) of 2019, the pt's primary complaint was gait abnormality and leg-length discrepancy. The pt's gait issues were determined to be related to left hip abductor weakness. In addition to the leg-length discrepancy. The pt also began complaining of left trochanteric pain. A metal suppression MRI of the left hip showed significant residual metal artifact around the left hip, which obscures detail directly adjacent to the joint. The way the pt was laying in the scanner orients the hips in external rotation so that there is contact with the femoral necks and periprosthetic tissues. The study showed that there was a small amount of intracapsular fluid around the right hip and a definite soft tissue pseudotumor mass at the left hip that was beginning to encroach on the hip abductor tendons; this was most apparent on the axial t1 view. It appeared there was some fluid in the trochanteric bursa. On the t1 coronal view, it again showed some soft tissue changes along the anterior surface of the greater trochanter and was beginning to involve the hip abductor tendons. On the stir coronal, there was at least a trace amount of intracapsular fluid around the left hip and there was a bit of fluid at the insertion of the hip abductor of the left trochanter. The t2 axial oblique view confirmed intracapsular fluid and it also showed some evidence of posterior capsular insufficiency or thickening, and this extended to the gluteus maximus insertion. Comparing the let gluteus maximus to the right side showed significant attenuation of the insertion of the left gluteus maximus and the muscle was partially retracted and had pulled away from the bone. On (B)(6) 2019, the pt's urine cobalt level was 1.9 mcg/l. On (B)(6) 2019, the pt's urine cobalt level was 13.1 mcg/l and blood cobalt level was 1.8 mcg/l. In addition to hip symptoms, pt began experiencing problems with balance, fatigue, and hearing loss. Given these diagnostics findings and the pt's symptoms, the pt elected to have the left tha revised on (B)(6) 2019. The revision implant involved exchange of the cobalt chrome head to a zimmer 36mm +3.5 delta ceramic head, and all other components were retained. The trunnion and head bone showed gross corrosion, the poly was in good repair, and no lysis about the femoral component. The posterior capsule was thinned and patulous, anterior capsule was intact, abduction tendons were partially involved in the adverse reaction to metallic debris and required repair and the trochanteric bursa was effused. The pathology study for the frozen section of the left hip synovium and capsule and left hip tissue showed focal synovial surface loss and occasional histiocytic infiltration with no acute inflammation and an alvl score of 2 out of 10. Fluid aspirated from the left hip was believed to be diluted about 1:50 with local anesthetic and the cobalt level of this diluted fluid was 50 mcg/l. FDA safety report ID# (B)(4).